Event description:
The pt was to receive 5fu 1100mg in 250ml 5% dextrose and water for a duration of 22 hours. In 2005 at an unspecified time the therapy was started. The next day at an unspecified time, the nurse returned to the pt's home to replace the container and tubing set. It was noted that the container was full and that the fluid did not flow though the tubing set. The pump display indicated that 283ml had infused. The pt's physician was notified of the event. The physician ordered the therapy to be restarted. The nurse changed the container and the tubing set and restarted the therapy. On the following day the delivery was complete. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.